Event description:
It was reported that the epidural infusion tubing had several leaks at the in-line filter site. The event occurred multiple times with the item. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2024-07892 for details pertinent to this event.